Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The device was evaluated and the customer's complaint of "incompletely sealed package" was not confirmed. The qd8-2sd packaged cutter was examined by a packaging engineer who examined all of the returned cutter packs under a microscope and performed a leakage dye test on the most suspect package. The seals were intact and the sterile barrier was not breached. The condition of the cutter packaging was most likely due to handling and storage issues at the customer site. If add'l info becomes available, a supplemental report will be sent. (B)(4) .

Event description:
Report rec'd from (B)(6) stating that the device had an incompletely sealed package. It is unknown if the device was used in surgery. It is unknown if there was patient/user injury or medical intervention. The date of event is unknown. There was no add'l info provided.